Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial effusion. A pericardiocentesis was performed. It was noted that the right atrial (ra) lead had perforated and exhibited high thresholds. The ra lead was reprogrammed off and remains in the patient. No further patient complications have been reported as a result of this event.